Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient's attorney including patient's weight and additional medical treatments from 2004/2005 to present for vaginal pain with intercourse. Currently, it is unknown whether the bard flat mesh device may have caused or contributed to the reported event. A manufacturing review was performed which found no anomalies. With the current information available at this time no definitive conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported on 03/03/2017, the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2003 - the patient underwent an unspecified pelvic procedure with implant of a bard/davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to use of device. Addendum based on additional information provided by patients attorney which included the plaintiff fact sheet including general patient outcome allegations: it is alleged that from 2004/2005 to present the patient was seen by her doctor due to vaginal pain/trouble with intercourse. Alleged patient suffered recurrent vaginal pain, urinary incontinence, urinary retention, and uterine prolapse after implant of the bard flat mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant tracking log only. A manufacturing review was performed which found no anomalies. With the current information available at this time no definitive conclusions can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2003 - the patient underwent an unspecified pelvic procedure with implant of a bard/davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to use of device.